Event description:
It was reported that the right ventricular lead exhibited oversensing noise causing pacing inhibition. The lead was explanted and replaced. The patient was stable pre, during, and post procedure.